Manufacturer narrative:
The field service engineer could not retrieve xtr logs, ics single patient extract, and xhibit logs the files needed to investigate the reported issue from the hospital site. Because the transmitter was in active use during the time of the visit. While onsite, the fse did observe alarms operating according to specifications for the patient connected to the device that was being used in the reported complaint episode. This report is complete, and this issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2021, of failure to alarm. No injury was reported with this event.